Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to an improper diopter lens being implanted. The iol was replaced with a new lens. No further information has been provided.

Manufacturer narrative:
Date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for evaluation. The returned sample was inspected at (B)(4) microscope magnification. Visual inspection revealed that the lens was received cut in halves with surface residue adhered to the optic body compatible with handling the lens out of sterile environment. The lens condition is consistent with a lens that has been handled for surgical use and explanted. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications.